Event description:
: It was reported that the pump shut off unexpectedly. Reportedly, the pump was exposed to water. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."